Event description:
Patient reported "exchange of textured devices due to patient's concern with product." Healthcare professional reported "exchange of textured devices due to product concern". Later healthcare professional reported "ruptured to remove implant". Record is for left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ improper or incorrect procedure or method: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: improper or incorrect procedure or method